Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor would not power on. Upon evaluation, there was contamination on the j1 battery connector. The cause of the inability to power on is the contaminated connector. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the damaged monitor.

Event description:
During servicing of a patient's monitor, which was returned for an unrelated issue, a reportable problem was discovered. The monitor would not power on.